Event description:
Customer reported device results have been high. Device =325 mg/dl. Customer went to the e.r. (ER). ER device=61 mg/dl. Customer was given something to eat. No controls. A request was made for return product and replacement product was sent.